Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump when he attempted to bolus. The customers stated the insulin pump kept prompting him to rewind the customer's insulin pump then had a blank display. The customer's blood glucose level was 150 mg/dl. Standard troubleshooting was performed. The insulin pumps' display did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product thas been returned. Nothing further was reported.